Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he noticed that as he had high blood glucose levels, so he checked the infusion set's tubing which had disconnected from the quick release while sitting. The site location was on the left side of his abdomen and the pump was located on the left side. The infusion set was used for one hour. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was not stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because a visual inspection and test for static pull was performed of the returned used device (1 tubing) and the result of complaint investigation showed that the tubing was detached from the tubing connector (missing glue). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he noticed that as he had high blood glucose levels, so he checked the infusion set's tubing which had disconnected from the quick release while sitting. The site location was on the left side of his abdomen and the pump was located on the left side. The infusion set was used for one hour. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was not stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.